Manufacturer narrative:
The available information does not indicate that there was a device malfunction. The device alarmed to alert the caregiver. DHR review of the equipment involved in this event showed that there were no defects during the manufacturing process. No additional information will be provided.

Event description:
On (B)(6) 2016 approximately two hours into treatment the patient's caregiver heard the cycler alarm and found the patient unresponsive. The patient was admitted to intensive care (ICU) and was placed on a ventilator. On (B)(6) 2016, the patient expired. The cause of death was given as ventricular fibrillation. It is unknown by the home therapy nurse if an autopsy was performed.